Event description:
Initial result for a patient sodium/potassium was 155/5.5. When repeated, the results were 141/4.9. The incorrect results were not used to guide therapy. The field service rep found the st1 valve had inadequate flow and repaired the instrument by replacing the chain cable and reflaring the tubing.